Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse made electrical / mechanical adjustments to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the vio dv integrated electrosurgical unit (iesu) neutral pad was not recognized. Site stated that the iesu neutral pad icon was set settings was set to single. The surgeon elected to convert to laparoscopic surgery. There was no patient injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the conversion was due to vio dv iesu issue. The conversion did not result in port size incision or additional ports. There was no patient injury due to the conversion.